Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: (B)(6). Clinical notification received for revision of left total hip to address femoral and periacetabular osteolysis, and a proximal femur fracture. Date of implantation: (B)(6) 1998, date of revision: (B)(6) 2020, (left hip). Treatment: revision of depuy cemented femoral stem & head, cement restrictor, and a competitor acetabular liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A review of provided x-ray images is not able to conclusively confirm the reported allegation or determine a root cause. No product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot a device history record (DHR) review, was not possible because the required lot code(s) was not provided.